Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. Note: the reporting of this event under MDR reporting requirements was delayed due to the webtrader production account registration process. This is the first opportunity to file this MDR following access to the webtrader production account.

Event description:
The patient was treated as part of the mimics-2 investigational device exemption (ide) study on (B)(6) 2016. At index procedure ((B)(6) 2016), the patient presented with rutherford 3 symptoms and a de-novo occlusion located in the middle to distal third of the superficial femoral artery (sfa) of the right leg. The target lesion presented with a 4.5 mm (proximal) to 4.0 mm (distal) reference vessel diameter, 80 mm in length, 90% stenosed, and with grade 2 calcification. Pre-dilatation was performed using a 4.0 x 40 mm percutaneous transluminal angioplasty (pta) balloon. A 6.0 x 100 mm biomimics 3d stent was implanted. Post-dilatation was performed using a 5.0 x 40 mm pta balloon. Between 03-nov-2016 and 30-may-2018 the target lesion had been revascularised on several occasions. The most recent event occurred on (B)(6) 2018 when the patient was hospitalised due to restenosis of the treated vessel (target lesion). On (B)(6) 2018 the patient underwent femoral-popliteal bypass surgery. The adverse event was resolved on (B)(6) 2019. The device remains implanted.